Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were unknown alarms with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered up with the returned battery cap. The pump was run for 24 hours at a 1 unit per hour basal rate. No reboots, power losses, or call service alarms occurred. No alarms related to the complaint were duplicated during the investigation. The pump case was removed to find no evidence of moisture or loose components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)